Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaking behind a maxzero during a continuous drip of prostin at 0.05ml/hr on a syringe pump. There was no patient harm.

Event description:
The customer reported fluid leaking behind a maxzero during a continuous drip of prostin at 0.05ml/hr on a syringe pump. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak at the maxzero valve was confirmed. During testing and inspection of the valve top component a microchannel/scratch was noted within the interior diameter. The cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve which created a fluid path. The root cause of the microchannel is a manufacturing issue.